Manufacturer narrative:
No prod was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determine. The angio-seal instruction for use (IFU) state that if collagen deposition into the artery or thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention.

Event description:
It was reported that an angio-seal was selected for use. After the angio-seal was deployed, the physician went to tamp the collagen and visualize the black marker. The physician alleged that he felt the device release and something didn't feel just right. Immediately, hemostasis was lost and the pt had very poor pedal pulses. It was discovered that collagen was pushed into the artery and occluded the vessel. The pt went to surgery and the angio-seal was removed. The pt was reported to be fine after surgery.